Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump are difficult to use because the face of the insulin pump appears swollen. The customer¿s blood glucose level was 17 mmol/l at the time of the incident. Customer reported that they heard the air releasing and the insulin pump face returned to normal. The insulin pump will not be returned for analysis.